Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for lead revision procedure on (B)(6) 2018 due to the right atrial and right ventricular leads had rising thresholds. The leads were otherwise electrically normal. The right atrial lead was successfully repositioned. The right ventricular lead could not be repositioned due to the helix would not extended. The right ventricular lead was explanted and replaced. There were no patient consequences from the procedure.